Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that the saw didn't work. No other details regarding the nature of this event were provided. There was no pt injury/harm, blood loss or delay. As a result, an alternate device was employed. The user reported the surgical procedure was completed successfully.